Event description:
Female connector cracking reported. The set was in use on a pt in the neonatal intensive care unit. Total parenteral nutrition and lipids were infusing at an unspecified rate via the pressure monitoring set placed to an unspecified pump. The set cracked where the intravenous connects to the hub of the set at the squeeze flush. The nurse noted the linen was wet and blood was backing up. When the set was flushed, the intravenous solution leaked out through the crack. No blood loss occurred as the nurse noticed the blood backup right away. The nurse changed transducers about four times in 1 1/2 hrs because of cracking. Teh cracking caused a decrease of infusion of total parenteral nutrition to the pt because of the leak. The decreased infusion caused the baby's blood sugar to drop to 33mg/dl. When infusion was restarted, the baby's blood sugar increased to an unspecified amount without other treatment. No permanent pt harm reported.